Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a battery out limit alarm. The insulin pump's screen went blank. Customer changed the battery and the screen came back for about fifteen minutes before going blank again. Customer's blood glucose level was 155 mg/dl. The device alarmed during normal use. Customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The type of battery used is an energizer aaa alkaline battery. Customer said she does not feel confident with the device and would like another one. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.